Event description:
A physician reported that during vitrectomy surgery an ophthalmic probe was unable to perform diathermy. The surgery was completed on the same day by replacing new product. Patient impact has not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).